Manufacturer narrative:
Additional information received on 3/19/2019 indicated patient date of birth is (B)(6) 1986, patient age at the time of event is 32 years old, and the patient underwent device removal on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified procedure with an unspecified mentor tissue expander and experienced deflation of the device on an unspecified side. The patient plans to have the device removed and replaced; however, at the time of this report, mentor has received no information regarding explantation or an expected explantation date.